Event description:
It was reported that one day post implantation, the lens was explanted due to pt report of "poor" vision and practitioner report of lens cloudiness. Add'l info has been requested but no new info has been received.

Manufacturer narrative:
The lot history record was reviewed for the device and there were no nonconformities or anomalies related to this complaint. No other similar complaints were identified for this lot. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.